Event description:
It was reported that the user changed supplies, attached the infusion set without seeing drops, and subsequently experienced hyperglycemia over 400 mg/dl for about two hours; the ilet became unresponsive on the fill tubing ¿see drops¿ screen until placed on a charger, after which the user restarted the supply change, confirmed drops, and insulin delivery resumed. Symptoms included headache. Outcomes included correction of hyperglycemia after the supply change and no need for outside assistance or medical intervention. Investigation included troubleshooting that restored screen responsiveness by charging the device and repeating the supply change to verify drops and resume delivery. Investigation of this case revealed user technique error in proceeding without visible drops leading to loss of insulin delivery, along with a transient user interface responsiveness issue that resolved with charging. It was concluded, based on previously established findings for similar reports, that the cause was user technique leading to infusion set priming error, with contributory device state requiring charge to restore normal screen interaction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.